Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), oophoritis ('oophoritis') and endometritis ('chronic endometritis') in a 27-year-old female patient who had essure (batch no. 806700) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and oligohydramnios. Concurrent conditions included itching, uterine pain, uterine cervical pain, back pain, bloating, vaginitis, vulvovaginitis, pelvic congestion syndrome, cervicitis nos, hyperplasia endometrial, uterine cervical metaplasia, paratubal cyst and uterine prolapse. Concomitant products included ampicillin, doxycycline, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2011 to (B)(6) 2011, fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual, intercourse)"), 6 months 15 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain /pain /pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental and anguish"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, oophoritis, endometritis, dysuria, depression, anxiety, dysmenorrhoea, dyspareunia and fatigue outcome was unknown, the pelvic pain, vaginal haemorrhage, urinary tract infection, vaginal infection, vaginal discharge and menorrhagia had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, endometritis, fatigue, menorrhagia, oophoritis, pelvic pain, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: hysterosalpingogram done essure device was successfully occluded (per summon) and patient did not undergo essure confirmation test (as per pfs). Insertion date (B)(6) 2011 and (B)(6) 2011. Same day of insertion: operation: hysteroscopy, essure tubal occlusion, dilatation and curettage of the endometrium. Essure, possible bilateral partial salpingectomy. Essure procedure hysteroscopic tubal ligation with dilatation and curettage. Three and half rings were noted on the right as well as on the left after placement. Diagnoses: pelvic congestion syndrome, salpingitis and oophoritis not specified as acute. Subacute. Or chronic, salpingitis. Patient received treatment for:pain, abnormal bleeding, vagial discharge, vaginal infetions, urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: the specimen is received in formalin and consists of a tan uterus with cervix that weighs 115 g. The serosa is smooth. No ovaries or fallopian tubes are identified. The external cervical os is slightly elongated. Specimen consists of one tan ovary attached to a tan fimbriated fallopian tube and a separate tan fimbriated fallopian tube. The ovary measures 2.5 x 1.8 x 1.5 cm. Cut surface reveals several small cysts. One paratubal cyst measuring 1.2 cm is identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,abdominal pain, dysmenorrhea, dyspareunia, leukorrhea, salpingitis, oophoritis and chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added.event outcome were updated to recovered: pain, abnormal bleeding, vagial discharge, vaginal infetions, urinary tract infection. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), oophoritis ('oophoritis') and endometritis ('chronic endometritis') in a 27-year-old female patient who had essure (batch no. 806700) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and oligohydramnios. Concurrent conditions included itching, uterine pain, uterine cervical pain, back pain, bloating, vaginitis, vulvovaginitis, pelvic congestion syndrome, cervicitis nos, hyperplasia endometrial, uterine cervical metaplasia, paratubal cyst and uterine prolapse. Concomitant products included ampicillin, doxycycline, fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen) and paracetamol (acetaminophen). In (B)(6)2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain /pain /pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental and anguish") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"), 5 months 29 days after insertion of essure. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual, intercourse)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, oophoritis, endometritis, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, menorrhagia, oophoritis, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: hysterosalpingogram done essure device was successfully occluded (per summon) and patient did not undergo essure confirmation test (as per pfs) insertion date (B)(6) 2011 and (B)(6) 2011. Same day of insertion: operation: hysteroscopy, essure tubal occlusion, dilatation and curettage of the endometrium. Essure, possible bilateral partial salpingectomy. Essure procedure hysteroscopic tubal ligation with dilatation and curettage. Three and half rings were noted on the right as well as on the left after placement. Diagnoses: pelvic congestion syndrome, salpingitis and oophoritis not specified as acute. Subacute. Or chronic, salpingitis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: the specimen is received in formalin and consists of a tan uterus with cervix that weighs 115 g. The serosa is smooth. No ovaries or fallopian tubes are identified. The external cervical os is slightly elongated. Specimen consists of one tan ovary attached to a tan fimbriated fallopian tube and a separate tan fimbriated fallopian tube. The ovary measures 2.5 x 1.8 x 1.5 cm. Cut surface reveals several small cysts. One paratubal cyst measuring 1.2 cm is identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,abdominal pain, dysmenorrhea, dyspareunia ,leukorrhea, salpingitis, oophoritis and chronic endometritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), oophoritis ('oophoritis') and endometritis ('chronic endometritis') in a 27-year-old female patient who had essure (batch no. 806700) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and oligohydramnios. Concurrent conditions included itching, uterine pain, uterine cervical pain, back pain, bloating, vaginitis, vulvovaginitis, pelvic congestion syndrome, cervicitis nos, hyperplasia endometrial, uterine cervical metaplasia, paratubal cyst and uterine prolapse. Concomitant products included ampicillin, doxycycline, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2011 to (B)(6) 2011, fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual, intercourse)"), 6 months 15 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain /pain /pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental and anguish"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, oophoritis, endometritis, vaginal haemorrhage, dysuria, urinary tract infection, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, endometritis, fatigue, menorrhagia, oophoritis, pelvic pain, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: hysterosalpingogram done essure device was successfully occluded (per summon) and patient did not undergo essure confirmation test (as per pfs) insertion date: (B)(6) 2011 and (B)(6) 2011. Same day of insertion: operation: hysteroscopy, essure tubal occlusion, dilatation and curettage of the endometrium. Essure, possible bilateral partial salpingectomy. Essure procedure hysteroscopic tubal ligation with dilatation and curettage. Three and half rings were noted on the right as well as on the left after placement. Diagnoses: pelvic congestion syndrome, salpingitis and oophoritis not specified as acute. Subacute. Or chronic, salpingitis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: the specimen is received in formalin and consists of a tan uterus with cervix that weighs 115 g. The serosa is smooth. No ovaries or fallopian tubes are identified. The external cervical os is slightly elongated. Specimen consists of one tan ovary attached to a tan fimbriated fallopian tube and a separate tan fimbriated fallopian tube. The ovary measures 2.5 x 1.8 x 1.5 cm. Cut surface reveals several small cysts. One paratubal cyst measuring 1.2 cm is identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,abdominal pain, dysmenorrhea, dyspareunia ,leukorrhea, salpingitis, oophoritis and chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event bladder or urinary problems or changes updated dysuria. Reporter information, concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), oophoritis ('oophoritis') and endometritis ('chronic endometritis') in a (B)(6) female patient who had essure (batch no. 806700) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and oligohydramnios. Concurrent conditions included itching, uterine pain, uterine cervical pain, back pain, bloating, vaginitis, vulvovaginitis, pelvic congestion syndrome, cervicitis nos, hyperplasia endometrial, uterine cervical metaplasia, paratubal cyst and uterine prolapse. Concomitant products included ampicillin, doxycycline, fluconazole (diflucan), hydrocodone bitartrate;ibuprofen (vicoprofen) and paracetamol (acetaminophen). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain /pain /pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental and anguish") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type :vaginal infection"), 5 months 29 days after insertion of essure. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual, intercourse)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, oophoritis, endometritis, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, menorrhagia, oophoritis, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: hysterosalpingogram done essure device was successfully occluded (per summon) and patient did not undergo essure confirmation test (as per pfs). Insertion date (B)(6) 2011. Same day of insertion: operation: hysteroscopy, essure tubal occlusion, dilatation and curettage of the endometrium. Essure, possible bilateral partial salpingectomy. Essure procedure hysteroscopic tubal ligation with dilatation and curettage. Three and half rings were noted on the right as well as on the left after placement. Diagnoses: pelvic congestion syndrome, salpingitis and oophoritis not specified as acute. Subacute. Or chronic, salpingitis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Pathology test - on (B)(6) 2015: the specimen is received in formalin and consists of a tan uterus with cervix that weighs 115 g. The serosa is smooth. No ovaries or fallopian tubes are identified. The external cervical os is slightly elongated. Specimen consists of one tan ovary attached to a tan fimbriated fallopian tube and a separate tan fimbriated fallopian tube. The ovary measures 2.5 x 1.8 x 1.5 cm. Cut surface reveals several small cysts. One paratubal cyst measuring 1.2 cm is identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,abdominal pain, dysmenorrhea, dyspareunia ,leukorrhea, salpingitis, oophoritis and chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received. Reporters information updated. Lot no. Were added. New event:abnormal bleeding (vaginal and menorrhagia), bladder or urinary problems or changes,infection (bladder/ urinary tract/vaginal) type: uti and vaginal, psychological or psychiatric problems condition: depression mental and anguish, abdominal pain ,dysmenorrhea (cramping),salpingitis ,oophoritis dyspareunia (painful sexual, intercourse), fatigue, vaginal discharge and chronic endometritis were added. Event:physical pain /pain /pelvic pain verbatim, were updated. Event:pain outcome were updated. Medical history , lab data ,concomitant drug , were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.